Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA stating that the device had cord damage. It is known that this event did not occur during surgery. However, it is unk if there was user or pt injury or medical intervention. The date of the event is unk. No add'l info available.